Event description:
A pt had coronary stenting to the lad for angina and an abnormal nuclear scan. A cardiac catheterization revealed 3-vessel disease. The pt was seen for surgical evaluation, but elected not to have surgery because of family issues. A a 2.5 x 13mm cypher was direct-stented in the non-tortuous, non-calcified lad at 11atm. The om was non-calcified and non-tortuous, but was a subtotal occlusion; it was predilated with a 2.0 x 15mm balloon, and the 2.5 x 28mm cypher was deployed at 9atm. The cx was a cto and it was not treated. The pt was treated medically thereafter. About one year later, the pt experienced chest pain and a nuclear scan showed a fixed inferolateral defect. The pt was treated medically until she experienced chest pain agai six months after the first episode. The recatheterization showed a fracture of the om stent into the pieces with about a 2mm gap between the two segments, and 2 aneurysms in the proximal. Index: per physician , "spot stenting" was done on the pt. The index angios showed what appeared to be a little bit of residual stenosis proximally from the om, but the stent did not look underdeployed. Ivus was not done. Event: eleven days after the event, the pt underwent a treatment procedure to the om. It was predilated with 2.5x30mm maverick 2 at 14atm for 35 seconds and 18atm for 30 seconds, a 3.0x20mm voyager balloon at 12atm for 35 seconds, 12atm for 25 seconds, and an 8atm for 15 seconds, and also with a 2.5x15mm monorail maverick balloon at 10atm for 15 seconds. Three bare metal stents were placed: a 3.0x12mm m-l vision stent at 16atm for 20 seconds, a second 3.5x23mm vision portion and several smaller aneurysms in the distal portion. Per physician, the pt is fine and was sent home soon thereafter.